Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that when the catheter was removed from the patient the tip appeared to be sheared off when using the glidecath device. A follow-up CT scan was performed and the tip of the catheter was found to be in the left sfa (superficial femoral artery). The patient was transferred to interventional radiology where the foreign object was successfully retrieved. It was reported that the patient is healthy. The procedure outcome was a success. Additional information was received on 7/20/18. The procedure performed was a distal renal angiography.

Manufacturer narrative:
This report is being submitted as follow up no. 1. Attached the received user facility medwatch (B)(4). Attachment: [uf mw (B)(4).pdf].

Event description:
Terumo medical received user facility medwatch report no. (B)(4) on september 26, 2018 that reported the following. During an angiogram of the right lower extremity, a glide catheter was passed from the femoral artery, up the left lower extremity to deliver the contrast injection. The catheter was removed at the end of the case. On repeat imaging several days later, a retained catheter fragment was observed in the left popliteal artery. This required removal by interventional radiology. The patient has undergone repeated duplex imaging which has demonstrated healing of the artery. The original intended procedure was a lower extremity angiography.